Event description:
A (B)(6) female patient, who had previous open surgery for duodenal cancer, underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The left internal iliac artery was coil embolized for placing the stent graft to the external iliac artery due to the aneurysmal left common iliac artery. The procedure was performed as labeled but the physician failed to place the stent graft as planned in the right iliac artery and the distal of the stent graft covered the right internal iliac artery bifurcation. (1820334-2010-00289). The final angiography revealed the proximal type I endoleak. Ballooning was performed but the leak persisted. The physician decided to take a wait-and-see approach for the internal iliac artery occlusion and the endoleak.

Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU lists several warnings/ precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The correspondence indicates that the main body graft landed lower than planned. The complaint will be trended as inaccurate deployment resulting in an endoleak. A definitive root cause cannot be determined at this time as information regarding the patient's anatomy and deployment process were not provided. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.